Manufacturer narrative:
(B)(6) 2020. (B)(6) 2020. Touchscreen was returned to failure investigation for analysis. An investigation was performed and the customer complaint cannot be verified. There was no fault found in testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21feb2020.

Event description:
The customer reported touchscreen failure. The service technician confirmed the reported issue. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported. The service technician confirmed the touchscreen was replaced to resolve the reported issue and checks are passed and correct operation is verified.